Event description:
Per the clinic, no connection could be made to the internal device, and the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2013, and the patient was reimplanted with another device during the same surgery. This report is filed january 17, 2014.

Manufacturer narrative:
This report is filed 02 sep 2015.